Event description:
A 28 mm diameter x 16 mm diameter x 16.5 mm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. In may 2002 an aneurx aortic cuff was implanted proximally to resolve a type I endoleak. Aneurysm and vessel morphology are unknown. The stent graft was explanted in 2003 due to a type ii endoleak. The aneurysm had enlarged to at least 6.0cm in diameter. The left iliac stent graft remains in the patient to ensure hemostasis. It is reported that the aortic wall bled profusely after graft and thrombus removal due to the patient's coagulopathy. The surgical conversion was reported successful and the patient was transferred to the intensive care unit. The explanted stent graft was received by medtronic in august 2003 and its analysis is pending.